Event description:
During an aortic surgery performed on (B)(6) 2014, the graft was used for extra-corporeal circulation. It was reported that when the graft was anastomosed to arteries and used as blood transmission, blood leakage was noted from its entire surface. No pt injury was reported.

Manufacturer narrative:
Method/results: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Conclusions: no conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.